Event description:
It was reported that during device change out due to battery depletion, noise was observed on the rv channel. The decision was made to cap the pace/sense portion of the lead. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.